Event description:
Follow up information received that the patient's infection is in their lower back/upper buttocks area, near the ipg. The patient took oral antibiotics to address the issue and is now resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an infection. The patient had an infection approximately (B)(6) 2020 in which the implant site was treated with ointment cream and oral antibiotics.